Manufacturer narrative:
Insulin pump passed displacement test and self test. Pump error 63 alarm confirmed in the insulin pump history file due to broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family reported via phone call that the insulin pump had hardware low level failures alarm. Customer's blood glucose value was 190 mg/dl. The customer was assisted with troubleshooting. The customer stated that the insulin pump had hardware low level failures alarm occurred during self-test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.